Manufacturer narrative:
Gtin: not available upon completion of the investigation a follow up report will be filed.

Event description:
Since (B)(6) 2013 knowledge that the valve is not programmable anymore. During x-ray breakage of the spindle of the setting-plate; a MRI was made in (B)(6) 2013, before that, the valve was regular programmable. Patient suffers from head-aches 1-3/month."

Manufacturer narrative:
Upon completion of the investigation it was noted that the visual examination of the valve revealed that the stator was dislodged. Therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: it was noted that the valve casing was cracked; this is due to the valve receiving some form of impact. The cam magnets were also controlled. The magnets passed. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 10th april 2003. The root cause of the dislodgement is due to the valve receiving some form of impact. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.